Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a closure of an unspecified vessel using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of one proglide device were successfully pre-placed. Reportedly, after successful suture deployment of the second proglide device, the device became stuck when attempting to remove the device. The lever had closed completely and it appeared as though the foot of the device had retracted completely. Force was used to remove the device. Upon removal, it was noted that the foot of the device was still partially open and hadn't retracted completely. There was no tissue damage noted. The sheath was upsized to an 18f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures of both the first and second proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the physician applied force to remove the device. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not apply excessive force to the lever when returning the foot to its original position down to the body of the device. Do not attempt to remove the device without closing the lever. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.